Event description:
A user facility returned the olympus, model clv-s40pro, visera pro xenon light source to olympus for repair due to a report that the turret was slow. Upon inspection and testing of the returned device, it was found that the ac power inlet was burned. This report is submitted due to the burned ac power inlet. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the ac power inlet was burned. In addition, the output connector (light guide connection) was found loose due to wear; the mesh turret did not switch to high brightness due to malfunction (sticking); a turret error occurred due to filter turret deterioration (does not rotate). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since it has been over 15 years since the subject device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the fuse box of the inlet was burned. It was not clear what caused the inlet to burn but based on other findings, wear and tear could have likely contributed to the issue. Olympus will continue to monitor field performance for this device.